Event description:
It was reported that the device was used during an unk procedure. It was reported that the clips scissored. Another device was used to complete the case. There was no consequence to the pt.